Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens was torn during insertion. The lens was removed without any patient injury. This is the first of two lenses the surgeon attempted to insert in this patient. See MFR report #2023826-2007-01357.

Manufacturer narrative:
.